Event description:
It was reported by service report that the IV pole was broken and the latch has sharp edges. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: sharp edges.